Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot 82191530 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, a 5mm x 15cm 155 saber rapid exchange (rx) was inflated; however, it slipped at around 6 atmospheres (atm). It was then reinflated, but the pressure was not able to rise around 10atm. The physician confirmed something like run of contrast medium. The saber rx was then removed from the patient and it was confirmed that there was a pin hole and it ruptured. There was no reported patient injury. This was for a vascular access intervention therapy (vaivt) case. The lesion was the inner shunt stenosis on the left forearm. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5mm x 15cm 155 saber rapid exchange (rx) was inflated; however, it slipped at around 6 atmospheres (atm). It was then reinflated, but the pressure was not able to rise around 10atm. The physician confirmed ¿something like run of contrast medium¿. The saber rx was then removed from the patient and it was confirmed that there was a pin hole and it ruptured. There was no reported patient injury. This was for a vascular access intervention therapy (vaivt) case. The lesion was the inner shunt stenosis on the left forearm. Additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile saber rx 5mm x 15cm 155 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The balloon was received not inflated. The unit was thoroughly inspected, and no damages or anomalies were observed on the device. Per functional analysis, an inflator/deflator device was attached to the inflation port. Balloon inflation testing was done by applying positive pressure; however, the balloon was not possible to inflate due to a leakage located approximately 12 cm from the distal tip. Sem results showed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82191530 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ confirmed during functional analysis. However, the exact cause could not be determined. Sem analysis revealed scratch marks on the outer portion of the balloon and a leakage. It appears the balloon was damaged by the interaction of the balloon material with a sharp object like calcified spicules located on the lesion or a mechanical damage. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case and the vessel was described as having stenosis. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.